Event description:
It was reported that after meals the user experienced hyperglycemia while using the ilet, with blood glucose readings around 204 mg/dl and higher; review indicated the user was announcing the same meal twice, which can interfere with appropriate insulin delivery, and the user had previously performed a soft reset without improvement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, and the case was transferred for training on algorithm steps and proper meal announcing. Investigation of this case revealed no specific findings and insufficient information to establish a definitive cause. It was concluded, based on previously established findings for similar reports, that the cause was not established and remains unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.